Event description:
It was reported that the patient had progressive lower limb weakness and had been unable to walk for approximately six months. The patient did not initially seek any medical review for decreasing and then total lack of mobility. Per reporter the patient regarded this as part of his deteriorating underlying condition. The patient always needed mobility aids to walk prior to any intervention. The patient was booked for a laminectomy/ excision of spinal cyst / re-positioning of the spinal catheter and a spinal catheter and connector replacement. The surgeon performed a laminectomy, then excised down to a presumed spinal cyst. Once the intrathecal space was accessed, a presumed granuloma was found. It was noted there was an old hematoma within the granuloma. The surgeon was confident that it was a long term infectious process. A small amount of catheter including the tip was inside the granuloma and was sent to pathology for culture and sensitivity and histology. A new spinal segment catheter was inserted (retrograde) at t1/2. The segment was tied off. The original catheter was found and tied off. The plan was to connect up the new spinal segment to the old pump segment if there was no infectious process identified by pathology and if the patient requested to have the pump reactivated after recovery from surgery. The pump was programmed to a minimal rate. The drugs in the pump were morphine and clonidine. The patient was put onto patient controlled analgesia and parenteral opioids and sent to the ICU. It was later reported that as of (B)(6) 2012, the there was no evidence of infection. The patient has had no evidence of opioid withdrawal from the disconnected pump and was "doing well". The patient was sent to another facility for rehabilitation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, lot# j10852r67, implanted: unk, explanted: unk.